Event description:
Related manufacturer reference number: 2017865-2021-39909. Related manufacturer reference number: 2017865-2021-39911. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The device was returned due to patient expired. After all electrical tests performed, including thermal and mechanical stress testing the device exhibits normal characteristics with battery level 3.02 v. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.